Event description:
Pump declared a cartridge change error, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer initially refused to replace the cartridge but had a filled cartridge ready. Technical support assisted with inspecting and cleaning the pump and instructed the customer on how to load the cartridge properly. Customer was able to complete the loading process and resume insulin delivery. An RMA was sent to the customer after verifying their address, and the case was closed.